Event description:
It was reported that the spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) device explant procedure. No additional information was obtained.